Event description:
A pt used a novofine 30 needle to administer insulin. It is reported that the needle broke off in their body and had to be surgically removed. No further information was provided about the event or the pt, pt medical history and concomitant medications.